Manufacturer narrative:
Insulin pump passed the displacement test however compromised force sensor system alarm during prime/ compromised force sensor system test at 4 lbs and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. Unable to verify external flash error alarm due to compromised force sensor system alarm.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 196 mg/dl. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.